Manufacturer narrative:
Manufacturing evaluation: samples received: there are no samples available for analysis. Analysis and results: the code-batch combination logged in sap c3 system does not exist (c0022004-119033). Checking the traceability, maybe the involved code-batch is c2022004-119033, the same product but in another package (racepack instead of pouch). There are no previous complaints of the code-batch c2022004-119033. We manufactured and distributed in the market 5,004 units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the monosyn violet suture. During an unspecified procedure, the packet was opened and it was noted that the needle was not connected and was loose inside. There was no patient use. Additional information was not provided.